Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized sixteen days prior to the peritonitis diagnosis for an unrelated event and the peritonitis prolonged the hospitalization. Beginning on an unreported date in (B)(6) 2015; the patient was treated with cefazoline intraperitoneally (dosage, frequency, and duration not reported), tobramycin intraperitoneally (dosage, frequency, and duration not reported), meropen intravenously (dosage, frequency, and duration not reported), and vancomycin intravenously (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in jan 2015, dianeal and extraneal therapies were discontinued. On an unreported date, the patient was not recovered from the peritonitis and was transferred to hemodialysis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). At the time of this report, hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.